Event description:
The manufacturer received information alleging a ventilator service required condition was found on the system error log (e-384 [vent service required]) while implementing a field change order on the device. There was no harm or injury reported. The philips fse evaluated the device and there was no documentation available for the service error code found in the error logs. There were no error log(s) were available for further evaluation. There was no part replaced, or repairs made to the device for the service error issue. While performing the active exhalation verification test step, the test step failed on the device. The philips fse replaced the proportional valve & 3-way solenoid valve were replaced to resolve the failed test step. There were no repairs made to the device. If additional information becomes available, a supplement report would be submitted.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required condition was found on the system error log (e-384 [vent service required]) while implementing a field change order on the device. There was no harm or injury reported. The philips fse evaluated the device and there was no documentation available for the service error code found in the error logs. There were no error log(s) were available for further evaluation. There was no part replaced, or repairs made to the device for the service error issue. While performing the active exhalation verification test step, the test step failed on the device. The philips fse replaced the proportional valve & 3-way solenoid valve were replaced to resolve the failed test step. There were no repairs made to the device. The proportional valve and solenoid valve were returned to the product investigation laboratory (pil) for further evaluation. Pil installed the proportional valve on the pil trilogy evo stb, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed. Pil installed the solenoid on the trilogy evo stb, then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test. The solenoid passed testing at post test, but failed aecm verification testing at pre test. Pil suspects internal contamination of the solenoid caused the test failure at service. Box: h has been updated to reflect the investigation findings. Additionally, the product UDI in box: d was updated to current reporting standard.